Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has vent inop, motor fault, low pip(peak inspiratory pressure), high pip(peak inspiratory pressure) and transducer fault alarms triggered when unit was powered on. There was no patient involvement reported with this event.